Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Log files showed a no external power alarm while the lvas was on mpu power. The patient was in the hospital at the time of the event. There were no patient consequences as a result of the event. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of no external power alarms was confirmed via the log file. The submitted log files spanned approximately 34 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). While the device was on a mobile power unit (mpu), atypical no external power events were active on (B)(6) 2020 from 13:00:45 to 13:00:46 due to rsoc voltage diminishing to ~2.5v. This is consistent with a loss of ac power. The backup battery was able to supply power to the controller until power was restored. The alarm cleared on its own shortly after. The alarm cleared shortly after activation. No other notable alarms were active in the log file. The mpu, (B)(6), was not returned for analysis. Per provided information, it was not known whether the power cord came loose from the mpu or ac outlet. The root cause of the reported event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.